Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that he received a button error alarm and keypad anomaly. The customer's blood glucose was around 40 mg/dl at the time of incident. The customer treated his low blood glucose with milk. The customer stated that the buttons were not responsive. The customer stated that he tried changing the battery but it did nothing. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.